Event description:
It was reported that the customer had a motor error alarm on the insulin pump. No additional information provided.

Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump had cracked reservoir tube lip, cracked reservoir tube, cracked case at display window corner and minor scratches on lcd window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.